Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 412 mg/dl and requested assistance with calibrating. Customer indicated that their high blood glucose may have been due to a forgotten bolus after lunch.